Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information:  UDI related data quality updates only. Field d4 was updated with full UDI information.   Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: on 4th dec 2023, during a routine pre use inspection of the equipment by medical staff, it was found that the equipment could not be turned on properly, with a black screen, alarm sound, and flashing alarm lights. The equipment department was contacted for maintenance, and the engineer determined that it was an internal circuit board failure, which did not have any adverse effects on the patient. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: on (B)(6) 2023, during a routine pre use inspection of the equipment by medical staff, it was found that the equipment could not be turned on properly, with a black screen, alarm sound, and flashing alarm lights. The equipment department was contacted for maintenance, and the engineer determined that it was an internal circuit board failure, which did not have any adverse effects on the patient. No patient involvement.